Manufacturer narrative:
Additional information: date of event and date of surgery (implant): estimated date provided based on the reported information. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, cyclodialysis cleft and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
As reported a patient presented with persistent elevated iop for three (3) weeks following an uneventful cataract plus trabecular micro bypass stent system procedure. The surgeon noted that the patient was not responsive to attempts for iop treatment postoperatively. Following the initial report, the surgeon noted that one (1) of the two (2) stents was inadvertently implanted deep in the trabecular meshwork (tm) intraoperatively, and the second was implanted successfully in the tm. The surgeon completed the procedure by implanting one (1) additional stent in the tm. Per report, a small intraoperative cyclodialysis cleft was inadvertently created, which did not require intervention. During follow-up day one (1), the surgeon was able to visualize two (2) stents successfully placed in the tm and the patient¿s iop remained elevated. As a result, the surgeon burped the wound in attempt to release any retained viscoelastic and excess fluid. At week one (1) postop, the patient's iop remained elevated, and the surgeon subsequently discontinued the steroids due to possible steroid response by the patient. The surgeon conferred with the glaucous medical monitor who reported the following. As reported, the surgeon restarted the steroids because of rebound inflammation. The surgeon was considering substituting the steroids due to the possibility of steroid response. Reportedly, the patient was on antivirals. The surgeon and the medical monitor discussed concerns of a possible herpes simplex (hsv) infection causing trabeculates. In addition, iop treatment options were discussed based on patient status. The surgeon conferred with the glaucous medical monitor approximately one (1) week following the initial medical consult and reported the following additional information. The surgeon and medical monitor agreed that persistent elevated iop was not likely due to steroids response based on patient condition. The patient's iop improved after four (4) days of oral anti-viral therapy; however the iop still remains elevated despite maximum medical therapy and two weeks of oral anti viral medication. However, the anterior chamber (ac) appeared quiet and the patient is scheduled for their one (1) month follow-up visit. Additional information has been requested.